Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2015. The cause of death was malignant arrhythmia and hypertensive cardiovascular disease. The caller stated that on the morning of (B)(6) 2015 the customer was sick. The caller did not know the customer's blood glucose at the time of death. However, the customer's last recorded blood glucose value was 130 mg/dl on (B)(6) 2015 at 10:40 pm. The caller stated that the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had two insulin pumps which the caller wanted to return. The caller confirmed that the insulin pump reported on this medwatch form is the insulin pump that the customer was wearing at the time of death. This insulin pump was previously reported by the customer and they were advised to discontinue use of the device. The customer had agreed to return the product for analysis. Please see medwatch report 3004209178-2016-80362. Pump alarmed a21 after a battery change.